Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 98 mg/dl. The customer stated that the insulin is turning into a gel like substance. The customer was advised to call the manufacturing site of the insulin company and ask them why the insulin is turning into gel. The customer will send the current sets back for analysis. The customer was sent new reservoir and infusion sets. No further information was provided.